Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 3006705815-2017-01559. It was reported the patient was having issues not getting adequate coverage. The patient had surgery to have the leads explanted with new leads implanted. Post-operatively the patient had good coverage.